Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp. For evaluation, but returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. The exact cause of the event could not be conclusively determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a surveillance culturing at the user facility, the all channels of the subject device tested positive for bacillus sp.. The user reportedly follows the instruction manual of the subject device and the subject device had been reprocessed using olympus automated reprocessor (aer) model etd-3 (not available in the USA) with peracetic acid. There was no report of infection associated with this report.